Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyglass ds digital controller was used during a spyglass procedure performed on (B)(6) 2020. According to the complainant, during preparation, the spyglass controller would not stay on for more than 10 seconds before it would shut off automatically. The connections were changed; however, the controller was still not working. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.